Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they only heard vibrations not sound on insulin pump. Customer's blood glucose level was 60 mg/dl and they treated with glucose. Customer stated that the insulin pump was not alarming him low blood glucose when he had low blood glucose. Troubleshooting was done for audio anomaly. Customer reported they did heard beeps when audio volume settings were saved. Customer reported they did not heard the differences between the two audio beep volumes. Customer stated that there was a little bit not a big difference between volume and also not alarming for low blood glucose and been happening for a couple months. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis under case (B)(4).